Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/16/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the thigh on (B)(6) 2016. The patient reported that they felt itching underneath the sensor pod and when the sensor was removed, the area around it was red. The affected area was treated with cordran, prescribed on (B)(6) 2016 for a previous skin reaction. Patient reported that they had their first skin reaction to dexcom occurred in (B)(6) of 2015. Patient has tried the following skin barrier methods: tegaderm, hp, IV 3000, skintac, tough pads and opsite. Patient has no prior history of skin reactions or skin sensitivities. Patient was sent two cyanoacrylate-free sensors and informed dexcom that both skin irritation and adhesion issue were completely gone. Patient was able to wear the sensor for the full 7 days without discomfort. At the time of contact, the patient was in good condition. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.